Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for an unrelated lead revision procedure. Upon interrogation, the atrial lead exhibited high capture threshold. It was noted that the lead had a history of high threshold and had previously been programmed off. The lead was explanted and replaced on (B)(6) 2015. The patient was stable post procedure.